Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/15/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/05/2016 with the following findings: a visual inspection of the pump showed that the pump casing was cracked in the upper right hand corner of the display. The pump failed a leak test due to this. The pump cover was removed and evidence of moisture corrosion was found on the transceiver board. Unrelated to the complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that there was evidence behind the display screen. There was no reported damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.